Event description:
Staff went to set up bed in reserve and as they plugged it in, it sparked and smoked at the plug. No pt in the bed at the time. Recover care called and new bed delivered. Faulty equipment was returned to recover care.